Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that full-height drawer 5 was not sensing closed. The fse removed the drawer and replaced the inseparable magnet, which was missing. The hardware testing application was verified as ok, and the system was rebooted. The customer then recovered and inventoried the drawer. All functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the s1 unit¿s main cabinet drawer 5 full-height cubies were not accessible. They stated that multiple attempts had been made to recover the storage space, check connections, and restart the device, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.